Event description:
General report of an unspecified number of undocumented incidents of the pump delivering less medication than intended to a single pt. The customer reports that the pump was typically programmed to deliver unspecified medications via a syringe, at a rate of "120ml-125ml/hr" with a volume to be infused (vtbi) of 10ml. After an unspecified length of time, the pump alarmed vtbi complete. The nurse noted the syringe was only "1/2 empty." The nurse reprogrammed the pump and resumed the delivery. This event occurred on several occasions over an unspecified length of time. The device was removed from clinical service and was tested in the biomedical department. The device passed all testing and was returned to the clinical area. There were no reported adverse pt effects. No medial interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.